Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was found to have a low voltage for the remaining battery capacity during latitude alert. As per ts analysis the pg was depleting in an irregular manner consistent with the shortage of battery however it showed that it still can support the therapy for at least 14 days. It was advised that the device should be replaced soon to ensure the continuity of the patient therapy. No adverse patient effects were reported. Additional information indicates the device was explanted and replaced.